Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID was not provided. Age was not provided. Patient weight was not provided. Event date unknown. Device has not been returned to manufacture. Product no returned to manufacturer.

Event description:
It was reported that abutment was torqued at 50 ncm. When restorative dentist attempt to remove abutment for restoration, the screw stripped. Abutment still in mouth. Patient will return for retrieval.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: the surgical manual and torque matrix was reviewed. The recommended torque value is 20 ncm. The alleged malfunction is confirmed based on the information provided by the customer that the device was over-torqued to 50 ncm. (B)(4).

Event description:
No further event information available at the time of this report.